Manufacturer narrative:
Block d2b: product code - additional product code qon block g4: premarket / 510(k) # - additional premarket/510(k) p190006 block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Based upon medical review assessment, the data reasonably suggest the clinical event infection at implant site (characterized by pain, swelling, redness and feverish) requiring antibiotics is anticipated in nature and severity as per the IFU and ha. Reportedly, the patient noted a small cyst near the implant site. The physician advised gentle massage, indicating it was expected to resolve spontaneously. According to gfes, the implant site is healing as expected. A media inspection was performed, the picture provided shows enough evidence to confirm the issue. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of illness (general) were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk-benefit for the product. Based on the information provided and the investigation conducted, the patient had an allergy to adhesive, it is probable that events fever, infection, swelling, implant pain, localized skin and redness were related. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.

Event description:
It was reported that the patient with this neurostimulator had concerns about the incision site. The patient described the site as very tender, swollen, red, and warm, with feverish symptoms starting the previous night. The patient expressed worry about a possible infection and did not want the implant to be removed because of this. The patient had a prior prescription of ciprofloxacin for a possible urinary tract infection (uti) and took doses of 500mg before bed and again the following morning. The patient planned to send a picture of the incision site and was advised to contact the physician's office. The patient developed a post-implant infection, after previously experiencing a non-device related urinary tract infection (uti) prior to the implant. The infection was not formally diagnosed by a physician, though medication was prescribed after a medical skin adhesive was removed due to swelling and redness. The incision later reopened and was treated with wound closure strips at home. The patient has a severe adhesive sensitivity that complicates healing. A follow-up showed improvement, with another scheduled. Therapy is ongoing with 75% relief, and consideration is being given to switching programs to compare outcomes. The patient is currently waiting for the incision at the implant site to heal. They have reported a cyst the size of a dime at the needle entry site. The area feels achy when sitting, but it is neither hard nor discolored, leading the patient to itch it. The healthcare provider has advised the patient to massage the area to help break up any scar tissue, assuring them that the cyst will resolve on its own. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator had concerns about the incision site. The patient described the site as very tender, swollen, red, and warm, with feverish symptoms starting the previous night. The patient expressed worry about a possible infection and did not want the implant to be removed because of this. The patient had a prior prescription of ciprofloxacin for a possible urinary tract infection (uti) and took doses of 500mg before bed and again the following morning. The patient planned to send a picture of the incision site and was advised to contact the physician's office. The patient developed a post-implant infection, after previously experiencing a non-device related urinary tract infection (uti) prior to the implant. The infection was not formally diagnosed by a physician, though medication was prescribed after a medical skin adhesive was removed due to swelling and redness. The incision later reopened and was treated with wound closure strips at home. The patient has a severe adhesive sensitivity that complicates healing. A follow-up showed improvement, with another scheduled. Therapy is ongoing with 75% relief, and consideration is being given to switching programs to compare outcomes. The patient is currently waiting for the incision at the implant site to heal. They have reported a cyst the size of a dime at the needle entry site. The area feels achy when sitting, but it is neither hard nor discolored, leading the patient to itch it. The healthcare provider has advised the patient to massage the area to help break up any scar tissue, assuring them that the cyst will resolve on its own. There were no additional patient complications.